Event description:
It was observed during the device inspection that subject device distal end, light guide cover lens (small) burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, distal end, light guide cover lens (small) was burned. The cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information: h4.